Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery showed 2.5 years back in the past months. Recently, this showed less than 0.5 years. The magnet application showed rate of 100 pulses per minute (ppm). Boston scientific technical services (ts) stated that a rate of 100 pulses per minute (ppm) indicates at least a year of longevity. Additional information obtained indicates that the physician agreed with the explanation from boston scientific technical services (ts). No intervention done yet as of this time. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicated that this device reached elective replacement time (ert) and was explanted a couple of months after due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any , even slight, changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.